Manufacturer narrative:
Results: deformation is based off the actual sample. No failure detected is based off the retention sample. Conclusion: operational context caused or contributed to event is based off the actual sample. No failure detected is based off the retention sample. A reference photo of the actual complaint sample was received. Traces of blood can be observed on the infusion set. The catheter assembly attached on the infusion has no catheter tube, while the broken catheter tube is placed on separate container. The actual sample was also received, the sample was packed separately to distinguish the infusion set where the catheter hub was connected, and the container of the broken catheter tube. Coagulated blood was noted inside the catheter tube as well as on the catheter hub. The actual broken catheter tube was measured with a confirmed length of approximately 52mm, which was already bent/deformed, against manufacturer specification of 51.6 to 54.2mm. The catheter tube and catheter hub were visually inspected under magnification to further evaluate the broken part of the tube. Slight damage on the catheter hub was noted, and the tip appeared to be intact with no anomalies. The broken portion of the catheter tube, had a slight bend before the cut portion. Some part of the catheter tube appeared to be ripped with a slight elongation. The catheter tube material layer was also visible. Microscopic inspection of the broken portion of the catheter tube and catheter hub area revealed the tube was broken near the hub tip. The broken part (ca hub tip area) is not able to be confirmed due to the presence of coagulated blood around and inside the catheter tube, and what could possibly be some part of the body tissue which was obtained when the tube was broken off and retained in the arm, causing difficulty with assessing. The retention samples were visually inspected and revealed no anomalies. Simulation was performed, no difficulties were encountered. The catheter was taped in place for approximately twenty hours, after removal, no anomalies were observed. No cut or broken tube was observed. The catheter tube and needle was inserted at a low angle into the vein of a dummy arm, after confirmation of flashback, the needle assembly was intentionally twisted or moved, an intentional re-insertion of the needle was conducted to secure advancement into skin. The catheter tube was punctured near the catheter hub area; aspiration of fluid was still possible. Five samples were subjected to catheter hub and catheter tube fitting force, all met the manufacturer specification. The catheter tube immediately broke at the punctured site and similar appearance of elongated and some ripped portion of the tube was observed. Based on the simulation conducted, breakage on the catheter tube is possible due to re-insertion of the needle during administration. A review of the lot history files was conducted with no relevant findings. Prior to shipment, qc conducts outgoing visual, sensory, and functional testing and all samples for the complaint lot passed. It is recommended not to attempt to reinsert a partially or completely withdrawn needle to avoid puncturing the catheter tube. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined. Based on the appearance of the actual samples, the broken portion of the tube is slightly deformed or bent. Though the details of the broken part are unable to be confirmed due to presence of foreign matter around, and inside the catheter tube. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017.

Event description:
The user facility reported the patient had a kidney transplant on (B)(6) 2017. The anesthesia nurse inserted the catheter into the upper arm artery before surgery. The head nurse in the ward mentioned the artery line function was good on (B)(6) 2017. However, the nurse tried to withdraw blood on (B)(6) 2017. She opened the gauze, and found the extension line and the needle were disconnected and could not see the catheter at the insertion site. No blood came out of the insertion site at that moment. They performed surgery and took the catheter out, and the broken catheter tube was successfully removed on (B)(6) 2017. The patient went home after the surgery was performed. Additional information was received on november 20, 2017. Patient received a kidney transplant on (B)(6) 2017. After surgery the patient went back to the ward, without a stay at the ICU. After three days' post-operation, the patient got out of bed. The catheter was placed for seven days due to difficulty to puncture that type of patient. The catheter was placed into the artery for blood sampling only. Blood sampling occurred at least once every day, and before taking the blood sample, they tested the function. Blood sampling is taken from the 3way and normal saline is used to maintain the line. Once they found the catheter disconnected on the (B)(6), an x-ray was performed to check for the catheter location. They found the catheter tube from the insertion site; insertion site to upper arm. Patient had approximately a 5cm wound after removing catheter.